Manufacturer narrative:
(B)(4). Medical products: p/n 183126 lot j3688009, p/n ep-183642 lot 522340. This device is not manufactured by zimmer biomet in the united states; however, we are filing this report as zimmer biomet manufactures a simliar device in the united states under 510k number k945028.  This event was previously reported under 0001825034-2017-09392.

Event description:
It has been that the patient underwent a revision surgery 7 months post initial knee surgery due to pain and loosening.